Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter reported via phone call that the customer had dementia and would dose over and over again. Customer's daughter needed assistance with locking the device. Customer's blood glucose was 38 mg/dl. No troubleshooting was done. Customer will not be returning the device for analysis.